Event description:
It was reported that the patient was dependent on the device for pacing. It was noted the device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states. The pacemaker was explanted and replaced. The patient was stable before, during and after the procedure.